Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostic testing indicated elevated impedance readings and x-rays showed a lead fracture. Surgical intervention was undertaken and the lead was explanted and replaced. The patient reported effective therapy was restored postoperatively.